Event description:
One day after a coronary drug eluting stenting treatment procedure, a thrombosis occurred. In 2005, the pt arrived for a consult for dyspnea on exertion and was referred for coronary angiogrphy. Due to the presence of a focal lesion in the calcified. Non tortuous, 80% stenosed left anterior descending (lad) artery, intervention proceeded. Angiomax was given. The lad was wired with a 190 cm choice floppy guide wire. The vessel was pre dialted with a maverick 2.0x9 mm balloon to 8 atms. There was still some haziness, therefore, a taxus express2 2.50x12 mm drug eluting stent was deployed at 14 atms. Final angiographic shots revealed timi iii flow and no evidence of wire dissection. The pt would probably need the right coronary artery intervened upon at some other time due to the fact that 200 ml of contrast had been used in total for this procedure. The pt remained in the hospital with telemetry overnight. Plavix 75 mg for at least 6 months and aspirin indefinitely were prescribed. Overnight the patient became tachycardic, hypertensive and in the morning had a significant ck-mb increase; therefore, pt was referred for a re-look angiography. Angiography revealed a 100% cutoff at the proximal part of the stent, consistent with a subactue thrombosis. Reopro and angiomax were given. The lesion was crossed initially with a 190 cm pt2 guide wire with a 2.5 x 15 mm maverick balloon mounted on it. Initial inflation was done at the site of the occlusion with resultant opening of the vessel with timi iii flow. The balloon was then taken down into the distal lad and the pt2 wire was exchanged for a 300 cm choice floppy wire. The balloon was then backed into the guiding catheter and angiography revealed an open lad; however, just distal to the stent, there was an area of haziness with what appeared to be an 80% ulcreated lesion which must have been the culprit lesion. A taxus express2 2.50x20 mm stent was inflated gently to 12 atms and post dilated with a quantum maverick 2.5x12 mm balloon. It was deployed at the overlap site as well as in the more proximal area of the stent with a good result. Final angiography shots revealed timi iii flow. There was good myocardial blush and the procedure was terminated. The patient's plan was reopro for 12 hours; plavix and aspirin; blood pressure medications reinstituted; ck-mbs tracked serially until they peak and return to normal and once the sheath is out, six hours after removal; two doeses of lovenox 60 mg subcutaneously as the pts system is definitely aggravated and prone to forming thrombus. The 4th day, the pt was discharged. In the opinion of the physician the thrombus is related to the stent.